Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was not impacted. The customer will continue using the current pump to ensure insulin delivery is not interrupted.